Event description:
User facility reported that the device was used for blood draw. According to reporter, when needle was withdrawn the needle could not be captured in the safety mechanism after use. No adverse effects to user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for product evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.